Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that there were no signs of system contamination, there were no error flags on the system, there were no known shipping and receiving issues at their facility and that reagents and quality control materials were handled in accordance with the instructions for use (IFU). The customer provided adjustment and quality control data. The quality control recoveries were within ranges. A siemens customer service engineer (cse) was scheduled to be dispatched to the customer site. The customer refused the service and stated that the discordant results may have been caused due to operator error. The customer has not encountered any issues with the instrument since this event. The cause of the discordant, falsely elevated progesterone results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated progesterone results were obtained on an immulite 2000 instrument. The discordant results were reported to the physician(s) who questioned them. The same samples was repeated on the same instrument resulting lower and matching the patients' clinical profile. The repeat results were also reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated progesterone results. There are no known reports of a delay in administering treatment or medical intervention to the patients due to the discordant, falsely elevated progesterone results.